Event description:
It was reported that during the troubleshooting of a patient complaint that the home patient noticed some air in their patient line while connected to the homechoice device. The patient was trying to re-prime while being connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted on lot number h14i17066 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not priming the line properly prior to connecting is a known cause of the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.